Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿down¿ button was unresponsive intermittently, required multiple and harder presses before responding. Reporter stated the button issue started about 3-4 months ago and had worsened gradually. Patient denied that there was trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.